Event description:
Additional information has been received stating that the patient's battery is not at eri. I met with the patient 2 months ago and elongated his charging time. He is frustrated with how often he needs to charge, but he turns up his settings very high, causing the charging interval to shorten. He has no high impedances and his battery is working fine.

Manufacturer narrative:
Additional information has been received. B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-21, information was received from a patient regarding an implantable neurostimulator (ins). Patient commented their implant has not been charging good for a good while now, they would say the past couple of months. On 2026-jan-26, additional information was received from the patient (pt) stating they found their controller and cancelled the replacement controller. Pt stated they can't do anything without the controller because one of them is not working. Pt said the controller is turning on but kept on saying no device found. Agent reviewed information. Pt said it's been months when the issue started. Pt stated the last time they charged their ins was the beginning of t last year. Agent helped pt to charge their ins. Pt said they got the no device found message and after pushing recharge, the controller screen went to passive recharge mode and the middle number went from 88, 92 to 95. Agent reviewed recharging best practices. Suddenly the controller screen showed unable to recharge message. Agent helped pt to charge the ins and went up to 3 attempts of passive recharge mode, the middle number in passive recharge mode went from 96 to 100, but the controller kept on showing the unable to recharge message. Agent reviewed information. Pt stated they were told that they will send them out a manufacturer representative (rep) to meet them and physically check to see what's going on but they didn't send anybody. Agent sent an email for physician listing. Agent redirected pt to their hcp to further address the issue. On 2026-mar-10, patient called back and stated that they called a couple of months ago and stated that the ins battery was depleting really fast and they can barely charge it. Patient said that saw an medtronic rep not too long ago who did checked their external devices and said it was all working. Patient added that their ins battery only charges up to 50% only and depletes half a day. Patient said they got tired and almost 2 weeks now has been like that. Agent offered assistance to try to check their external equipment to try charging the ins but patient insist that nothing is wrong on their external devices. Patient does not want to troubleshoot and to have their external equipment replaced. Agent reviewed information and redirected patient to their doctor (hcp). Patient said they do not have an hcp yet and they do not have a money to pay for an appointment. Agent emailed rep for visibility. On 2026-mar-18, pt called back in and requested information regarding MRI eligibility. Pt reported the implant was dead and would not charge. Patient declined troubleshooting or external equipment replacement. Agent reviewed information. Pt disconnected the call. Patient called back stating the previous agent t hey talked to didn't call them back. Pt said they were trying to explain to the agent that they called their rep, and they tried to jumpstart the implant, but they couldn't get past passive recharge mode. Pt said the 3 numbers remained 100-100-100 and did not change despite repositioning the paddle, eventually returning to no device found screen. During the call, patient attempted to recharge again with the same result. The issue was not resolved. Agent sent a repair request to replace the recharger. Agent reviewed MRI eligibility. On 2026-mar-19, additional information was received from the patient. Patient called back reporting they had received the replacement recharger but it was not working. Patient said when they insert the new paddle to the controller nothing happened. Patient said they just charged the controller and it was at 100%. During the call, agent had the patient check the controller port pins for damage, and no damage was reported. Agent had the patient reset the controller and the patient said they got a message no device found. Agent had the patient insert the new paddle to the controller to start charging their ins and the patient said nothing happened and the screen went black and will not respond even if they will press the up or down button. Troubleshooting did not resolve t he reported issue. A request was sent to repair department to replace the controller. On 2026-apr-01, additional information was received from the patient. Patient called back confirming receipt of the replacement recharger and replacement controller and reported that both were not working. Agent attempted to verify whether the controller in use was the replacement and requested the model number from the back of the controller; however, the call was suddenly disconnected. Agent attempted to call patient back twice with no answer. Issue not resolved. Patient stated that they received a replacement controller and recharger but it was still not working. Patient thinks their internal battery has lost it's life. Agent attempted to troubleshoot but they keep getting no device found and unable to get past to that screen. Patient had difficulty finding hcp that accepts their insurance. Agent redirected patient to hcp to further address the concern. Agent emailed patient physician listing again and email manufacturing representative (rep) for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating that they had been calling since they couldn't get the implant to charge and the implant was completely dead. Patient said that the device had been causing them more pain than relief so they were having the device removed. Patient wanted to know what to do with the external equipment. Agent reviewed. Patient had questions about recovering from the implant removal and the implant removal process itself. Agent redirected patient to healthcare provider(hcp).